Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and a sling was implanted. Concomitantly the patient underwent a transvaginal hysterectomy enterocele and posterior repair

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat cystocele, rectocele, and enterocele and mesh was implanted.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that mesh was implanted due to stress urinary incontinence and pelvic organ prolapsed. Following the implantation the patient experienced pain, infection, urinary problems, and recurrence. The patient underwent mesh removal on (B)(6) 2012 due to mesh erosion. No additional information was provided. (B)(4) ¿ urinary problems; undefined recurrence.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.